Event description:
Additional information was reported by the healthcare provider (hcp) that the patient had sudden withdrawal symptoms, shortly after a refill. The pump was replaced in (B)(6) of 2015 because it "malfunctioned". The hcp wasn't exactly sure what the issue with the pump was. It was noted that the hcp confirmed that there was no issue with the pump therapy and confirmed that the patient was doing fine.

Event description:
It was reported that a motor stall occurred during the night at 01:57. The date of the event was indicated to be the date of this report. No motor stall recovery was noted in the logs. When asked if a tube set message occurred, the reporter thought that it had. There was only one motor stall noted in the event logs. The patient experienced withdrawal, an increase in back pain, foot pain of 10 out of 10, a headache, and increased blood pressure. The pump would likely be programmed to minimum rate mode. The patient was started on oral clonidine. The doctor programmed a 100mcg bolus to see if there was any response for the patient. Following the pump update, the 7 normal logs were logged. No motor stall recovery was logged. The doctor was trying to get the patient on the schedule for an emergency pump replacement. The patient was planning a replacement anyway in the year, so she was sent to the emergency room (ER), admitted, and the pump was replaced, as the stall had not recovered. Following the surgery, the patient was stabilized, the catheter was patent, and there was good back flow of cerebrospinal fluid (csf). The cause of the stall was undetermined. The patient was at home at the time and sleeping at the time of the stall. The device system was used to deliver clonidine 100mcg/ml at 350mcg/day and bupivacaine and 20mg/ml at 11.6mg/day. The final patient outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Analysis of the pump revealed gear train anomalies, specified as corrosion and/or wear and/or lubrication and a stall due to shaft bearing.

Manufacturer narrative:
Concomitant product: product ID 8709sc, lot# n170422006, implanted: (B)(6) 2009, product type catheter. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.